Event description:
Infusion pump delivered approx 210cc into pt in 35 minutes. Pump displayed following settings: rate 6.0 ml/hr, set to deliver 48ml in 8hrs, volume to be infused 44.3ml, set to deliver 48ml in 8hrs. Volume infused 3.7ml. Free flow problem related to pump malfunction. Pump was on pt one and half days prior to malfunction.